Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that their sensor glucose readings and blood glucose readings are off by about 50 points. Customer stated that he woke up with a low alert and a thresh suspend alert. Customer stated that his sensor read 50 mg/dl while his blood glucose reading was between 160 mg/dl to 180 mg/dl. No further information reported.